Manufacturer narrative:
(B)(4). One open sample (circuit) was returned and per visual inspection the cracking was confirmed on the subassembly. A test was performed using alcohol on this port and failure mode could be reproduced. The customer was asked if they used alcohol on this part but no response was obtained. Unfortunately without lot number available it is not possible to review the batch history record to search for any extraordinary event that could contribute to the defect reported. Two years of complaints were reviewed from november 1, 2013 - october 31, 2015 and no previous complaint has been received. Most probable cause after analysis could be related to the use of alcohol of this area probably for cleaning. The directions for use states the following: do not soak, rinse, wash or sterilize this product. No corrective action has been proposed since it is considered that this failure was not caused by the manufacturing process. Information for use has been provided to the customer.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. Date received by MFR: on initial submission date should be 09/01/2015. (B)(4).

Manufacturer narrative:
Initial emdr submission - customer advocacy has reached out to customer to provide sample for the investigation. Ups label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
Customer reported "having a problem with the inspiratory limb of the circuit cracking where the end user puts it onto the humidifier chamber but on the circuit itself. The place it is cracking is where the temperature probe goes into." Customer stated "I had many conversation with the end user about how much brute strength they are using and they stated they are very careful with this. When it cracks they hear a spitting sound coming from the crack because water is coming through." (B)(6) 2015 customer provided new information. After 3-4 days the crack is occurring.